Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had short electrode after pulling out sensor. Customer also mentioned that sensor glucose was not available and two sensors are failed, they also had another sensor whose electrode was bent. Customer¿s blood glucose was 8.1mmol/l at time of incident. Product will not be return for analysis.